Manufacturer narrative:
Complaint (B)(4). No samples were received for evaluation. No customer pictures were received. No material numbers were provided by the customer. No batch numbers were provided by the customer. Unfortunately, without basic information, a thorough investigation is not possible. The complaint is closed as cannot be determined.

Event description:
On 28may2025, the customer reached out to ask if coagulation tubes could overfill. Ts provided the customer greiner coagulation best practices literature, IFU and product specialist team support. On 25june2025, the customer advised the tubes overfilled. Item, lot, photographs, product samples unknown. Customer advised their lab is connected to senior homes which may have various lot numbers and varied phlebotomists drawing blood. Customer advised therefore, they believe collection process awareness and technique are the main issues behind them getting overfilled tubes. Customer advised they will reach out if they see issues with specific lots of tubes, as they are in the process of educating all phlebotomists/nurses' who draw blood at varied facilities under their umbrella.